Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The patient effect of hemorrhage is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of vessel closure devices. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a calcified right common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty with a 6f sheath. Reportedly, when retracting the foot and pulling back against the wall, the physician noted that the device did not feel as expected just before deploying the needles. The physician believed this was due to the diseased artery. No resistance was felt when retracting the foot. The prostyle suture was deployed, advanced, and tightened; however, hemostasis was not achieved. The prostyle suture was subsequently removed. A non-abbott closure device (angio-seal) was then deployed, which successfully achieved hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.